Event description:
It was reported the patient underwent a vaginal tissue repair post-birth on an unknown date and suture was used. During the procedure, while the ob was doing a repair of a vaginal tear, the needle completely detached from the string while the needle was inside of the patient's vaginal tissue. The ob had to manually extract the needle that was lodged to the patient's vaginal tissue. It also delayed in the repair of a tear that was actively bleeding. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.did the reported issue contribute to any patient adverse consequences?quantity of blood loss?confirm the qty in cc.patient weight?was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify.did the needle fall into the patient?if so,were x-rays taken to locate the needle ?what measures were implemented to retrieve the broken piece?was there any additional tissue damage resulting from the search for the needle piece?does a fragment of the needle remain in the patient¿s tissue?if so,is there any plan in place to remove the needle in the future?if so, could you please provide the scheduled date for the removal?what is the surgeon¿s opinion of the potential consequences for the patient?please provide the source or name of person providing answers to follow-up questions:this medwatch report is in response to receipt of facility report # (B)(4).